Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 2 bd phaseal¿ infusion adapters c70 had hair in their sterile packaging. The following information was provided by the initial reporter, translated from (B)(6) to english: "complaint regarding a hair in a sterile pack of an infusion adapter."

Manufacturer narrative:
Investigation: one photo was provided to our quality team for investigation. Through visual inspection, a hair was observed inside the blister package, verifying the reported issue. A device history review was performed for the reported lot ta12103, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the issues reported. Ten retained samples of the sample lot were used for additional evaluation. All product was visually inspected and no foreign materials or other contamination was observed on any of the product. While we could not identify a direct issue, the root cause of this incident is likely due to personnel not following the proper gowning procedure. H3 other text : see h.10.

Event description:
It was reported that the 2 bd phaseal¿ infusion adapters c70 had hair in their sterile packaging. The following information was provided by the initial reporter, translated from german to english: "complaint regarding a hair in a sterile pack of an infusion adapter."